Event description:
Field clinical engineer reported that during an implant, inability to pace was observed. The pocket was reopened to reconnect the system. A suspicious beat was noticed on the electrograms that made the physician feel uncomfortable with. The decision was made to implant a new ICD.